Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date not available per customer. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the carotid artery. A 6.00 mm x 20 mm nc emerge balloon catheter was advanced for dilatation. During retraction, the balloon became elongated and opened in an umbrella-like shape, preventing it from entering the introducer sheath. The balloon appeared to break. The device was removed as a unit with the other devices. No patient complications were reported.